Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative reported that the site drove the imaging system into the wall and damaged the door opening portion. They were able to open and close the door so they decided to continue and bring the system into the or for a spine case. When they closed it around the patient and were attempting 2d scout images they heard a very dull beep and the patient was not exposed. They rotated the tube and detector and then were able to get their 2d scout images. They had to repeat the moving of the tube and detector every time they tried to get a scout image. Once the system was positioned appropriately they attempted a 3d spin. The first attempt failed (patient was not exposed). Moved tube and detector to reset and then were able to successfully acquire and navigate on the 3d spin. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation confirmed the damage to the cover from the collision with the door. Replacement of the cover resolved the issue. While replacing the cover and testing the system, the field rep discovered an electrical issue with the battery charger. Replacement of the charger resolved the issue. No further issues were reported. The damaged cover was not returned to manufacturer for analysis, therefore, no findings will be possible. Analysis of the returned battery charger confirmed the electrical issue as it did not pass bench testing due to channel failure. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site drove the imaging system into the wall and damaged the door opening portion. They were able to open and close the door so they decided to continue and bring the system into the or for a spine case. When they closed it around the patient and were attempting 2d scout images they heard a very dull beep and the patient was not exposed. They rotated the tube and detector and then were able to get their 2d scout images. They had to repeat the moving of the tube and detector every time they tried to get a scout image. Once the system was positioned appropriately they attempted a 3d spin. The first attempt failed (patient was not exposed). Moved tube and detector to reset and then were able to successfully acquire and navigate on the 3d spin. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.